Event description:
A patient sample was tested for troponin (accu tni) and a result of 9.49ng/ml was obtained initially and 9.86ng/ml upon repeat. The sample was tested for troponin at the reference laboratory by an alternate method and a result of "<0.04ng/m/l" was obtained. The elevated results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The sample was plasma. It was not indicated that service was dispatched for this event.no additional information regarding this event is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.